Event description:
Premature baby died during intubation. The autopsy revealed a hole in the esophagus that caused the lungs to collapse. One of the drs of the hosp told rptr that the product they were using was a new product and none of the drs knew they had a new product on the floor. They said the product was faulty and they had found out that the same product had killed five other babies nationwide. They didn't know if an investigation was in effect or not. The product they used was called an endotracheal tube or an et tube. They would not tell rptr the name of the MFR of this product.